Event description:
Title: xxxxx. Event desc: crossvent 3 ventilator began to give intermittent positive end expiratory pressure (peep) readings of 0, exhaled tidal volumes of 0 and then very high exhaled tidal volumes. What was the original intended procedure? Crossvent 3 used to ventilate pt. Device usage problem: other.

Manufacturer narrative:
Could not duplicate reported malfunction. Found loose bolt and solder silver inside unit. As a precaution (in case bolt damage pcb), changed the main circuit board and recalibrated device.